Event description:
Follow up revealed that the patient's ipg was explanted to address the issue. Explant date is unknown.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, the patient may undergo surgical intervention at a later date.